Event description:
Catheter was placed without problem. Good pa wave form. Catheter was floated to wedge position. Balloon was deflated. Patient developed hemoptysis. No aggressive resuscitation due to dnr/dni status.